Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a lithovue touch pc was used during a lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the lithovue flexscope was connected to the monitor and the screen remained black. There was no image that appeared on the screen. The procedure was cancelled due to this event. There was no serious injury/adverse effect to patient as a result of the event.